Manufacturer narrative:
UDI information is unknown. This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A corrective and preventative action has been opened to address the reported issue. A DHR review is not applicable or relevant because the results of the complaint investigation do not indicate a problem with the manufacture or repair of the device. A product sample was received for evaluation. Functional and visual testing were performed. The tamper seals were found broken/removed. The technician found top case and right plunger case and battery door cracked. The pump event history found a run motor rate error during occlusion test. The root cause of the reported event is due to normal wear of device, and the pump is over 10 years old. The technician replaced top case, right plunger case, battery door, battery (expired), worm coupling, worm gear, wavy washer and delrin washer (old), stepper motor, motor mount, lead screw (old white lead screw), right and left clutches (old black clutches). Installed cable guard (missing). Performed all functional/delivery testing and passed.

Event description:
It was reported that a motor rate error (mre) was displayed. No patient injury was reported.